Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the nasal cannula is not staying in the patient's nose causing inaccurate carbon dioxide (co2) reading.they had to tape the nasal cannula on the patients nose to get accurate readings. Furthermore, the customer confirmed there was no harm done to the patient.

Manufacturer narrative:
Result of investigation: the device history record of the part number 2812m10-25 with lot number 0004245572 was reviewed and no issues were found. Based on the investigation per one opened physical sample of (B)(4). With no lot number we cannot confirm the reported defect. Customer reported that prongs part number 12278104 were too short and don't stay on the patient's nose. The physical sample was dimensionally tested according to rmqas 65-4243a etal and it was found acceptable and within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.